Event description:
During routine interaction with the on-x life technologies, inc tracking system, it was observed that the implant card for a valve was marked as "explanted". Preliminary investigation revealed that the surgeon was unable to leave the valve in place because it would not rotate. He forced it with an instrument and broke a piece of the valve housing. (Note: hospital - (B)(6)).

Manufacturer narrative:
Valve was cleaned and rotational torque re-tested, the valve meets specification. It is known that the surgeon in this case did not follow the IFU where it is stated that a out-of-box torque test is to be performed so the surgeon knows the valve will rotate if the need were to arise, and also how the resistance of the rotation feels. This allows him to compare when attempting rotation, and it would tell him that lack of ability to rotate is not a valve issue, it is some other interference factor. The IFU also explicitly states that the valve is to be removed if resistance to rotation is experienced, and it is also clear that, to prevent breakage, no other instruments are to be used to grab the valve. The primary cause factor for this event is being documented in our complaint system as "iatrogenic", and not as a product fault/malfunction.